Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer repeatedly had the problem that insulin leaked out at the side of the adhesive when the bolus was bigger then 9 i.e. (Standard bolus). The insulin leaked out laterally from the adhesive. No adverse event alleged. Device not available for return. Lot not provided.